Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. There was oversensing due to non-physiologic signals/sensing integrity counter(sic). There was one nonsustained tachycardia and five lead failure predictor episodes of less than 220 ms ventricular to ventricular cycle recorded on (B)(4) 2013. The lead integrity alert triggered on (B)(4) 2013 due to meeting the conditions for nonsustained tachycardia and ventricular sic.

Event description:
It was reported the lead alert triggered due to oversensing and noise on the right ventricular lead. A lead fracture was suspected. The detections were disabled on the lead and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: d314trg implantable cardioverter defibrillator (ICD) (B)(6) 2013; 5071 implantable pacing lead (B)(6) 2009. (B)(4).